Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation appears to be due to challenging patient anatomy. A cause for the reported mitral stenosis could not be determined. Additionally, mitral stenosis is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system (cds) was advanced however shadowing was noted on imaging due the anatomy. After deployment, it was noted the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No further treatment was performed as the mr was reduced to 2.per the physician, the slda was due to the thickened leaflets and calcium. It was noted the mean pressure gradient was 6mmhg however the physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.